Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected the issue occurred undergoing diagnosis for coronary procedure was performed. The procedure was completed as planned by using the same system at the time of event. Field service engineer (fse) visited onsite and confirmed the reported issue. The fse found the joystick was intermittently sending unintended signals, causing the ceiling brake to cycle and producing noise and slight arm movement. To resolve the issue, the fse replaced the controller and reinstalled the system software. After replacing the controller, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure completed as planned by using the same system. This is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's c-arm performed an uncommanded movement. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.